Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery - not charging issue, was verified, but the battery-not holding charge issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported, that the customer, received a power source alert. After plugging the pump into a wall outlet. Additionally, the pump battery was depleting quickly. Resulting, in the pump shutting off. The customer experienced a blood glucose (bg) level reported as "high". Specific value was not provided. Customer addressed bg by administrating a manual correction injection. Reportedly, the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.